Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 23017 occurred pointing to the left master tool manipulator (mtm). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: before the reported error 23017 occurred, the system powered-on without any errors and the ports were already placed. The site confirmed that isi's technical support was not contacted for troubleshooting when the reported error occurred. The operating room (or) team consequently decided to convert to laparoscopic surgery. There was no report of patient injury. As a result of the conversion, the procedure took one (1) hour longer than initially planned with the da vinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtm) gimbal to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm gimbal involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 23017 along axis 7 / yaw" on axis 7 motor during calibration. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.